Manufacturer narrative:
The event of high impedance/unable to enter MRI mode was reported to abbott. A surgery date has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated.

Event description:
It was reported that the patient was unable to set the ipg into MRI mode. Impedance check revealed high impedance on both the leads. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.